Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during rewinding. The customer¿s blood glucose level was 301 mg/dl at the time of the incident. The customer reported that his brother¿s pump was not working. The customer reported that he was playing around and they were changing the set and the insulin started to push out and came up on the pump. The customer stated insulin was squirting out during the manual prime process. The customer stated they were receiving compromised force sensor system alarm. They treated high blood glucose a with 5.0u by pen. The customer reported that the drive support cap was sticking out. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump was received with broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.